Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following was reported via medwatch uf/importer report #(B)(4): "morse retractor broke while being used to hold open patient's sternum. Screw and attachment piece broke off." Original intended procedure: emergent aortic valve replacement. It was subsequently reported that the screws and the metal piece that broke off fell into the surgical site. The fragments were removed by the doctor's hands; all broken parts were recovered. An x-ray was obtained to assure no parts were left in patient; no fragments were found. It was reported that the patient was under anesthesia at the time of the event. There was a 5-10 minute delay of surgery due to the product problem. There was no injury to the patient. No medical intervention was required. Staff obtained a new morse retractor; once all pieces were removed, the surgeon continued the case as normal. It was reported that the device was sent to the facility's reprocessing department for repair.

Manufacturer narrative:
The non-cat screw for 300-253 blades/arms (300srw253) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has not been provided and thus, the device history record (DHR) could not be reviewed. A definitive root cause could not be determined. The issue of breaking may be the result of excessive force or environmental damage to the blades. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.